Event description:
Pt received overinfusion due to gravity feed on infusion pump. Spring occlusion clamp was stuck open preventing proper operation of mechanism. Clamp stuck open due to contamination from IV solution.